Manufacturer narrative:
(B) (4).

Event description:
It was reported that the patient experienced loss of therapeutic effect, felt a shocking/jolting sensation, and has had frequent falls. The patient's programmer display has shown 'call your doctor' icon enter code: 731 or 739. Patient reported experiencing the lack of effect every night. The patient had reported stimulation settings of 1.9v-2.0 prior to going to bed which are down to 0.7-0.9v in the morning. This programming change has only occurred while using program #1 (9-10+1.7v/450pw/80hz). The shocking and jolting sensation experienced by the patient has only been felt in the right arm and only when sitting. Refer to manufactures report# 3004209178-2009-03519.